Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the server running es version 1.4.4 and identified an error in the user domain synchronized status, which had last synchronized on (B)(6) 2026. Tss reviewing the user domain configuration, an incorrect service account was found. The tss updated the service account credentials and awaited active directory polling, however, the customer later confirmed that the issue had already been resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, biomedical was informed that the pharmacy may have changed the service account password on vhamormdpxapp, which resulted in users being unable to reach the server and caused the outage. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.